Manufacturer narrative:
Device had severely or deep scratched display window, torn keypad overlay, scratched keypad overlay and scratched case. Device had blank flashing white lcd due to severely cracked or bleeding lcd glass and cracked lcd controller. Unable to verify missing segments and unresponsive buttons due to blank flashing white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and display anomaly. The customer¿s blood glucose was 78 mg/dl at the time of incident. Customer reported crack on the insulin pump screen after it was dropped. Customer also reported that the insulin pump screen was flashing and the back button does not work. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.